Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 300-500 mg/dl. The customer¿s current blood glucose was 378 mg/dl. The customer treated high blood glucose with manual injections. The customer did not allege insulin pump was under delivering. The drive support cap was normal. The product was returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.